Event description:
(B)(4). I had medicaid. Got essure in (B)(6) 2012 in (B)(6) hospital and the put me to sleep. Right after a woke up star feeling sharp pelvic pain that since then never went away. Had my period 2 times in 2 years and they were long periods with extremely heavy bleeding. Went to clinic and hospital few times for my symptoms. I start having chronic fatigue, night sweats, hot flashes, strong migraines, muscles and body pain, lower back pain, joints pain, panic attacks and rapid palpitations, tiredness, mood swings, chronic gastritis, gallbladder failure which lead me to a gallbladder removal surgery. Abdominal bloating,a lot gasses. Bad smell gasses hard time digesting food. Metal taste. Very chronic allergy dermatitis contact,teeth start breaking had to extract almost all my molars. Aminorreha,painful intercourse with bleeding after intercourse. Loss of my libido, brain fog. Had a hysterectomy in (B)(6) 2015 after to years with the coils to removed them. After these some symptoms decreased but not gone.